Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: this event was caused by a component failure of the pump head. The noise was caused by screws coming out of the interior. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump had a bad head ((internal rattles), causing the pump not to dispense water. There was no patient involvement.